Manufacturer narrative:
On (B)(6) the medical affairs director performed a clinical evaluation and commented as follows: few days after primary tha the patient dislocated. The only radiographs supplied show the dislocated joint, so position of the femoral component cannot be assessed fully. The therapeutic decision, replacing head and liner only, is suggesting that insufficient muscle tension was detected after primary surgery and this provided insufficient joint stability. A change of the head to a longer one may well solve this problem, but again no postoperative xrays are available to assess this condition. No reason to suspect faulty implants. Batch reviews performed on (B)(6). Lot 162049: 20 items manufactured and released on 24 june 2016. Expiration date: 2021-06-09. No anomalies found related to the problem. To date, 14 items of the same lot have been already sold without any similar reported event. Impact flat pe hc liner ø36/f, code 01.32.3648hct, lot. 167600 (k103721) 77 items manufactured and released on 09 january 2017. Expiration date: 2021-12-14. No anomalies found related to the problem. To date, 47 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The patient had dislocated. No trauma reported. The surgeon swapped the head and liner. The surgery was completed successfully.